Event description:
The customer reported that the system's red temperature light was on and the system would not produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot control pedal was returned to the correct position. The system was tested and found to be working as intended and put back into service.